Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: ""unit will not pass flow checks." "Tested multiple times. Issue found during pm". (2) . No clinical signs, symptoms or conditions. Problem identified during non-clinical procedure.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing.